Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the customer went to the emergency room on (B)(6) 2023 and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 519 mg/dl and ketones that were determined to be life threatening; cause was due to shattered pump screen. Customer was treated with intravenous fluids of insulin and potassium to address the elevated bg. Customer was discharged 1 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer has no alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.